Manufacturer narrative:
Based upon the complaint investigation, the reported type iiia endoleak was not identified, but was confirmed as a type iiib endoleak. The product was not explanted and returned for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified. A cause for a hole in the device, associated with a type iiib endoleak, was not seen in the clinical review, and the device remained in the patient and was not returned for evaluation. The only factors identified in the clinical review were the use of a cuff and bifurcated device with similar diameter sizes, and the ruptured state of the aneurysm at implant, the latter being considered misuse of the devices.

Event description:
It was reported that approximately 40 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with back pain. The hospital performed a computed tomography scan which indicated the patient had an endoleak and the angio confirmed the endoleak. The physician elected to correct the endoleak by implanting an infrarenal aortic extension. The leak was adequately excluded. The patient was reported to be stable and had no back pain.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted in the patient.